Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted aspirate probe number one was not aspirating properly and another aspirate probe was bent. The fse changed all three aspirate probes and the peristaltic pump tubing for aspirate probe one. After the repairs were completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. Beckman coulter (bec) internal identifier for this report is (B)(6). All MDR associated with this event: 2122870-2015-00338 and 2122870-2015-00339.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number serial number (B)(4) for two (2) patients. This report addresses the non-reproducible elevated access accutni+3 result obtained on (B)(6), 2015 for a third sample from the first patient (designated as patient 1) and two (2) samples from a second patient (designated as patient 2). The customer repeated the samples from patient 1 and patient 2 on the laboratory's alternate methodology, a stratus analyzer, and lower results were obtained. The initial, elevated access accutni+3 results were not released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. MDR 2122870-2015-00338 will address the elevated access accutni+3 results obtained on (B)(6), 2015 for two (2) samples from patient 1. Quality control (qc) and system check parameters were performing within the assay and instrument specifications at the time of the event. The samples were collected in gel separated plasma tubes and were centrifuged at 3200 rpm (revolutions per minute) for ten (10) minutes. No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.